Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, crack in lens there was a patient contact additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed to the device. A segment of the iol (approximately 50%, including half of the optic and one haptic) was returned wrapped in a surgical gauze. The haptic tip is broken/torn and not returned. The returned segment is cracked/fractured and scratched/marked - rejectable. The product investigation could not identify the root cause for the reported complaint "crack in lens" only a segment of he iol returned. No damage was observed to the device. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and/or product damage. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).